Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had no delivery alarm. The customer also reported loss of communication between pump and transmitter. No harm requiring medical intervention reported. The device will not be retuned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black customer returned device for alleged insulin blocked alarm during unknown timing and no communication between the device and the transmitter found on july 14, 2022. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, and sleep current measurement test. Test p-cap locked into the reservoir tube successfully. The transmitter was not able to connect and calibrate with the device due to moisture damage. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. No insulin flow blocked alarms were found in the history files on or near the event date. Device was cut open and found dried insulin on the motor slide and evidence of moisture damage on electrical board and motor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), label damage (faded), minor scratched lcd, scratched case in summary, insulin blocked alarm during unknown timing was not confirmed during testing. Device passed full dry test. No unexpected insulin flow blocked alarms noted in device history download. Exposed to moisture confirmed. No communication between the device and transmitter confirmed due to moisture damage. Transmitter unable to connect and calibrate with device due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.